Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two 2 x powerpiccs were used inappropriately, tunnelled together into the same skin puncture and accessing the internal jugular. Nurse removed an acute cvc and inserted these as a replacement, needing multiple lumens. Bd rep. Acknowledged this is not correct usage of the product as per the IFU. This report addresses the first of two devices.